Event description:
It was reported the camera head's scope came out when traction was applied. The issue occurred during a therapeutic transurethral resection of the prostate (turp) procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection. The field service engineer (fse) conducted an on-site inspection, during which the reported failure was confirmed. The device evaluation revealed no other reportable findings. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head's scope came out when traction was applied. The issue occurred during a therapeutic transurethral resection of the prostate (turp) procedure. There were no reports of patient harm.